Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. Five devices were evaluated in the field and the issue was confirmed; the devices had broken/damaged components. Four devices were repaired and returned, but one device was not as the customer did not wish to have the unit repaired. One device could not be located for evaluation/repair. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 6 malfunction events, where it was reported the unit had difficulty reaching load height or could not reach load height. There was no patient involvement.